Event description:
Patient was revised to address pain. It was noted that the cup was vertical and one of the screws was sitting proud. Cystic bone was found behind the cup.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining provided product/lot code combination. X-rays were reviewed; confirming the acetabular component was not in optimal position at time the radiograph was taken. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining provided product/lot code combination. The search was not possible against the unknown product/lot code combination. X-rays were reviewed; confirming the acetabular component was not in optimal position at time the radiograph was taken. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 1/18/2016 - litigation papers allege the patient experienced complications, including, but not limited to, pain, discomfort, difficulty ambulating and metallosis.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 05/11/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported extreme pain, disfigurement from resultant surgeries, and permanent damage to my hip area due to the device and required interventional care, partial or complete loss of mobility, loss of range of motion, and mental anguish. Revision surgical report noted malpositioned cup and corrosion on taper, trunnion and behind liner on cup but no mention of metallosis. Stem will be added to complaint for corrosion. The complaint was updated on: jun 3, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)